Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported through the stryker facebook page, "had complete knee replacement 8 weeks today and knee still stiff and still using a cane. Knee is numb and my shin bone and ankle sore .and my other knee has to be done but don't think I will have it done."